Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889, lot# unknown, product type: lead. Product ID: 3037, lot# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a advanced evaluation for urge incontinence and fecal incontinence. It was reported that trial patient's boyfriend untaped everything from their back because they had an allergic reaction to the tape was itching like crazy. Trial patient mentioned they had been bleeding non stop at a constant trickle and that they couldn't take any pain medication because they also make trial patient itch like crazy. Trial patient stated that they turned up the stimulation past 1.7 and felt a constant vibration down their leg. They also stated they felt dopey and that it was like there are stinging needles in their back. More information was received on (B)(6) 2018 with trial patient reporting a lot of pain from the stimulation. Trial patient was unable to turn the stimulation up or down and mentioned that their leads had been tugged two times and thinks it might have moved. Patient was given assistance on how to take batteries out to troubleshoot but the controller still read unable to locate settings and to contact the physician. Additional information was received with trial patient stating that their device had not been working since they last called in on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that the serial number for the external neurostimulator (ens) was unknown. The patient's weight was also not reported. The hcp reported that the lead was dislodged from its sacral site. It was stated that the lead was removed on (B)(6) 2018. The hcp stated that reimplantation may occur in the future but was not done at the time of lead removal due to concern of a possible surgical site infection.